Event description:
As reported by ev3 sales rep: two stents deployed in the popliteal artery of the pt. The first one deployed. Contact believes is lot number 375969 and it deployed backwards. So, what happened is; the intracoil is suppose to deploy from the proximal edge of the stent to the distal edge of the stent and what happened in the case was, the distal edge deployed first and the proximal edge deployed second, so that the reverse way of which it was suppose to deploy. Additionally, what happened was the stent missed the target lesion so a second stent was advanced and placed in the artery and deployed. The pt actually had a very good result and is doing fine with no problems.